Event description:
A 6f angio-seal vip was selected for closure of the right femoral artery following a percutaneous procedure. A pre-deployment angiogram was performed. Two days following the procedure, the patient returned to the hospital with pain in the leg and groin. The patient had redness, intense inflammation and acute thrombosis to the vessel. The thrombosis, originating higher in the vessel than where the angio-seal was deployed, resulted in restricted blood flow to the leg. Surgical intervention was required. The patient received anticoagulants during the procedure. The patient was reportedly stable and in good condition following surgery.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.